Event description:
It was reported that a screwdriver broke while removing a screw during a surgical procedure on (B)(6) 2015. There was no patient harm or surgical delay noted. The device was received for evaluation on (B)(6) 2015. The evaluation that followed (completed on (B)(4) 2015) confirmed that the broken part was at the tip of the device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Device history review: manufacture date: october 6, 2005. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Product investigation summary: the complaint condition for the star/hexdrive screwdriver (part 03.010.150 / lot 5026711) was likely caused by over nine years of use and possibly the application of excessive torque; however, this complaint is not likely a result of any design related deficiency. The star/hexdrive screwdriver is an instrument routinely used in the 4.5mm lcp condylar plates system. The device was returned and reported to have broken while removing a screw. This condition is confirmed; the distal tip of the screwdriver appears to have been shorn off along a slightly angled homogenous fracture surface. It is likely that over nine years of use and possibly applying too much torque by the user has led to this complaint condition. The device was manufactured in october 2005 and is over nine years old. The balance of the returned device is in fairly worn condition with several markings along the length of the device. The associated drawing number was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that over nine years of use and possibly applying too much torque by the user has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.